Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported multiple false positive flu b results on sofia flu+sars. Number of false positives is unknown. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.